Manufacturer narrative:
Felt faint . Neuropathy. Coma.

Event description:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that her onetouch verio 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that she first became aware of the product issue during the first week of (B)(6) 2018, when she obtained blood glucose readings on the subject meter of ¿184, 170, 113 and 104 mg/dl¿. The tests were carried out within 20 minutes of each other. The patient reported that she manages her diabetes using a combination of medication including metformin and insulin (self-adjuster), and that she made no changes to her normal diabetes management. The patient stated that after the product issue (time unknown), she developed symptoms of ¿neuropathy in her hands and feet, shaky, sweaty, felt like she was going to pass out as heart was pounding so fast¿. The patient reported that on (B)(6) 2018 in response to the symptoms, she was admitted to hospital. On admission she was diagnose with a low blood sugar, but she was unable to confirm the exact reading. The patient reported that she was ¿ in a coma and almost died¿ she remained in hospital until (B)(6) 2018, but was unable to confirm what treatment she received. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, the correct testing steps were being followed and that the patient¿s test strips had been stored correctly, were within expiry date. Csr noted the test strip vial was not cracked ore broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse, which required medical intervention, whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.